Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. It was reported that the haptic broke and caused a vitrectomy; lens replaced immediately during surgery. Patient impact: explantation.

Manufacturer narrative:
This follow-up #2 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes additional information not available/included in the initial report, or follow-up #1. Additional information: b5 - additional information regarding the event and patient outcome received from the distributor has been added. H2 - indicated type of follow-up is for additional information. Based on available information received to-date and our previously reported investigation information, we believe this event was not caused by our product quality.

Event description:
Damaged haptic after implantation it was reported that the haptic broke and caused a vitrectomy; lens replaced immediately during surgery patient impact: explantation. 26-jul-2022: additional complaint information and patient follow-up information received, as noted below. Iol inserted which proceeded to go through the intact capsule into the vitreous cavity vitrectomy was required because the iol perforated the capsule and entered the vitreous cavity. Removal of the iol resulted in vitreous entering the anterior chamber. Patient doing well. Replacement iol sitting well centered in the ciliary sulcus ucva 20/25+ manifest +.50-.75 x 15 va 20/20.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d3 corrected manufacturer's us address to new location. G1 corrected manufacturer's us address to new location. H3 corrected to yes. Additional information: g2 added company representative for investigation. G6 type of report noted as follow-up #1. H2 type of follow-up noted for corrected and additional information. H6 added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and iol were available for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: prevue c). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Soth-g115-01). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. It was reported that the haptic broke and caused a vitrectomy; lens replaced immediately during surgery. Patient impact: explantation.